Event description:
It was reported that medfusion 4000 pump, clutch assembly broken. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were removed, the top case was chipped and cracked, push block was missing inside the plunger head and the plunger lever was assembled incorrectly by the customer. Functional testing involved a plunger test and the reported issue was duplicated. The investigation determined that incorrect assembly by the customer was the cause of the reported issue. The right plunger case and push block were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.